Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number and product was not returned.

Event description:
This complaint was identified during an internal assessment as part of asd (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not approximately documented in the electronic case record fro processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. This event occurred in (B)(6). The customer reported a variance between the inratio inr result= 3.0 and the laboratory inr result = 5.0. There was no additional information provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)